Event description:
It was reported that during a bulla resection procedure, the cartridge did not fit into the jaw and cartridge was detached at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.